Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection and was administered oral and IV antibiotics (dates not reported). On (B)(6) 2016, the patient was hospitalized due to drainage at the implant site. The patient was taken to the operating room on the same date to debride the site, however the device was explanted. The patient was prescribed oral antibiotics post operatively. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.